Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, peri-implantitis, mobility(B)(6) are same patient).